Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implant date: (B)(6) 2023; 5076-52 lead implant date: (B)(6) 2023; 479888 lead implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient was exercising the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing that caused dual tachycardia detection and resulted in a couple inappropriate shocks. Undersensing was also noted for the lead. Reprogramming was done and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5: additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional review of the event shows that the rv lead was reported in error as the issue was with the right atrial (ra) lead. Therefore, the rv lead should have been a non-reportable event.